Event description:
It was reported during an initial implant procedure on (B)(6) 2022, that the right ventricular (rv) lead was not capturing or sensing. The rv lead was not used and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of no sensing or capturing were not confirmed. As received, a complete lead was returned with a stylet partially inserted and a df-4 connector sleeve fully inserted on the lead. Examination of the lead found the helix was retracted and clogged with blood. Electrical tests did not find shorts or discontinues on any of the conduction paths. Analysis was normal. No anomalies were found.